Event description:
It was reported by the customer that on (B)(6) 2010 the fiber forward fired and/or the fiber was damaged at the tip at 26,142 joules. No patient injury was reported. The device was not returned for evaluation.